Event description:
A discordant falsely low value was obtained on one patient sample for the estradiol assay on an immulite 2000 instrument. The customer ran the patient sample neat and at a 1:3 dilution. The sample was then repeated neat twice on the same instrument. The result obtained at the 1:3 dilution was falsely low. The repeated result on the neat sample was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely low estradiol result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse reviewed the instrument files and did not find any errors during the time the sample was run. The fse found a gel like substance at the tip of the sample probe. The sample probe was replaced and the patient sample was run ten times, along with quality control samples on the immulite 2000 instrument to verify precision. The values obtained were within specifications. The cause of the falsely low estradiol value on the one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.